Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the stylus would not activate on the left side of the display and that calibrating the stylus did not resolve. The bezel shield assembly was replaced and the stylus was then recalibrated to the touch screen. The hard drive was reconfigured and the software reloaded and updated. The device then passed final functional and system tests and no other anomalies were found.

Event description:
It was reported that the programmer stylus would not activate on the left side of the screen. Attempts to calibrate the stylus were unsuccessful. The programmer has been returned to service. No patient complications have been reported as a result of this event.